Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Adverse event problem was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional health effect-impact code 4627. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional component code 568. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Adding concomitant medical products: xive s plus impl d3.8/l9.5 26-2441 this is to correct and remove the codes that were initially reported - removing codes for: investigation findings code - 3243 device received for this event is being corrected from xive s plus impl d3.8/l9.5 catalog # 26-2441 to unknown xive abutment catalog # unknown xive abutment.